Manufacturer narrative:
Additional information was received stating that the leak was caused by a poor connection of the soda-lime canister and supply hose by the user. User was provided with additional training on proper connection of the hose and canister. There was no malfunction. This event was not reportable. Additional information was received stating that the leak was caused by a poor connection of the soda-lime canister and supply hose by the user. User was provided with additional training on proper connection of the hose and canister. There was no malfunction. This event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit was not passing the circuit leak test. There was no report of patient involvement.